Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6), it was reported that the patient experienced low blood glucose (bg) due to a sensor issue. The site of insertion was the belly, and the bg value was reported as 42. The duration of product use was 3 days. The patient took glucagon as a treatment or correction for bg. The event date was reported as (B)(6)2024. Symptoms reported included loss of consciousness and seizures, which required ambulance assistance for hospitalization. The time and date of the ER visit/hospital admission/ems dispatch was early in the morning on (B)(6)2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)